Event description:
It was reported the patient presented for a routine clinic check. Upon lead testing, it was noted the atrial lead was causing muscle twitching. The lead was deactivated without issue. The patient was stable.